Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds were chronically elevated. Pacing impedance had been stable but increasing over the last two years. Programming options were discussed. The lead remains in use. No patient complications have been reported as a result of this event.